Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient condition was stable.

Event description:
New information received notes programming changes were performed to resolve the issue. The patient condition was stable pre, during, and post changes.